Event description:
It was reported that the camera head was not connecting, there were no error messages, and the screen was black. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6 and h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.